Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. First lead information: brand name: evoke cap12 percutaneous lead kit - 60cm, model: 102878, catalog: 3008, lot/batch number: 9016004179. Second lead information: brand name: evoke cap12 percutaneous lead kit - 60cm, model: 102878, catalog: 3008, lot/batch number: 9016004179.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired wound healing. The physician¿s examination identified infection at the implant site of evoke closed loop stimulator (cls) and evoke cap12 percutaneous lead kit - 60cm. A procedure was performed to remove the non-healing tissue, and the incision sites were re-sutured, and antibiotics were administered to resolve the reported event.

Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the impaired healing and infection cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy. The patient may require surgery (including revision, explant, and replacement) as a result." The manufacturing records were reviewed, and the product met all requirements for release.